Event description:
There was an allegation of a questionable glucose result from the cobas 6000 c501 module. The initial result was 229 mg/dl with a data flag. As the tech thought this was abnormally high, the sample was repeated. The repeat result was 70 mg/dl with a data flag and was deemed correct. The questionable result was not reported outside of the laboratory. The reagent lot was 586442. The expiration date was requested but was not provided.

Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer replaced the sample probe and pressure gauge. He ran precision and the customer ran qc that was acceptable. The investigation determined the service actions resolved the issue.